Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Medwatch report states. This is a (B)(6) year old male with history of bilateral depuy asr. Left hip system implant on (B)(6) 2009 and right hip system implant on (B)(6) 2008. On (B)(6) 2010, pt presented with thigh and groin pain. Labs and x-rays ordered. On (B)(6) 2010, pt presents with discomfort in both right and left hip. Lab results showed significantly elevated cobalt and chromium levels. An MRI is suggestive of bursitis. Wishes to pursue a revision total left hip arthroplasty on (B)(6) 2011. Relevant tests/laboratory data, including dates: (B)(6) 2010. On (B)(6) 2010, bone scan showed there is no definitive evidence of prosthetic loosening or infection. On (B)(6) 2010, MRI showed bilateral trochanteric bursitis right greater than left.